Event description:
It was reported that during attempted implant, there was positioning difficulty and lead dislodgement due to severe tortious patient anatomy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and primary results revealed no anomalies. However, the inner insulation was kinked/buckled and there was blood in/on the helix/lobe mechanism. The lead was also stretched. Visual analysis revealed that there was apparent explant damage.